Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. Upon inspection it was noted that the defib conductor of the lead was distorted/fractured. Proximal end of exposed svc coil was damaged. No sheath was returned.

Event description:
It was reported that during the implant procedure the physician had difficulty with lead manipulation and stylet insertion. Upon removing the lead from safe sheath it was noted that the proximal portion of the svc coil had unraveled.. This was not due to the coil passing throug hthe sheath valve multiple times, it had only passed thorugh once.the device/lead was not implanted. No patient complications have been reported as a result of this event.